Event description:
It was reported that the heater line of a homechoice cassette became disconnected from the supply bag. The patient was not connected at the time. This occurred during priming. The patient stated that they did not correctly connect the heater line to the bag. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. However, it was reported that the heater line was not correctly connected to the bag. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.